Event description:
During a ptca procedure, the iq guidewire was unable to cross the lesion. The physician torqued the guidewire and it appeared the distal tip separated from the core wire. The lesion being treated was in the circumflex (cx) coronary artery. The guidewire and tip was successfully removed from the pt and another iq guidewire was used to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'ok'. The lot number for this device is unk.

Manufacturer narrative:
Device has not been returned for analysis as of the date of this report.